Event description:
Pt was admitted (hospital a) for near syncope & sustained vt. Having numerous paced terminations of vt as well as occasional defibrillator shocks for failed paced terminations. Defibrillator changed two days later. Defibrillator leads checked. Pt was discharged the next day. Pt was admitted (hospital b) in cardiac arrest from home. Comments made regarding leads not functioning properly & that pulse generator should have picked up arrhythmia.